Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified vessel below the knee. The 2mm x 40mm x 145cm coyote es balloon catheter was advanced to dilate the lesion. The balloon was inflated however, it ruptured at an unknown atmosphere and at an unknown number of inflation. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.